Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4)) was evaluated at the customer's site. The reported complaint of the thermogard console displayed tcm ID:05 (coolant diff failure) error message was confirmed during the event log review and during the functional testing. The root cause of tcm ID:05 was due to a defective lm-34 temperature sensor, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified on the reported event date. Thus, confirming the reported complaint. The thermogard xp ivtm system failed the initial functional testing and displayed a tcmid:05 (coolant diff failure) error message, thus, confirming the reported complaint. The root cause of tcm ID:05 was due to a defective lm-34 temperature sensor. The lm-34 temperature sensor was replaced to address the tcm ID:05. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console with serial number (B)(4).

Event description:
During ivtm set-up for therapy, the customer reported that the thermogard ivtm system (sn (B)(4)) displayed "tcm ID:05" (coolant diff failure). Another thermogard console was use to continue with treatment. No consequences or impact to patient.